Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic gastrectomy, the surgeon noticed that the device got caught by a 12 mm port located on the right lower abdomen. When the scrub nurse cleaned the jaws of the device, it was found that there was a missing part of the insulation. After that, they tried to identify whether there was remaining part in the abdominal cavity as carefully as they could, but they still cannot find the missing part, even outside the patient's body. Checked by scope within the reachable extend to locate the missing part, but didn't find anything. Couldn't check with x-ray, for fact that the missing part's material can't be interpreted by x-ray. The procedure was completed using another device.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the bottom jaw overmold was damaged and missing plastic near the hinge of the device. The disengaged plastic was not returned. The reported conditions were confirmed. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic gastrectomy, the surgeon felt that the device got caught by a 12 mm port located at the right lower abdomen. When the scrub nurse cleaned the jaws of the device, it was found that there was a missing part of the insulation. After that, they tried to identify whether there was remaining part inside the abdominal cavity as carefully as they could, but they still cannot find the missing part, even outside the patient's body. Checked by scope within the reachable extend to locate the missing part, but didn't find anything. Couldn't check with x-ray, for fact that the missing part's material can't be interpreted by x-ray. The procedure was completed using another device.